Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified a faulty main interface board. A log file analysis was performed which confirmed the reported malfunction and the issue appears to be caused by miu malfunction. The defective pdu mim fru was returned for analysis which concluded that damaged traces were observed on the main interface board (mib), with exposed copper visible on the board. The fse replaced the pdu main interface board to resolve the issue, restoring normal system functionality. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to fully boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.